Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was losing air.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One tr band and packaging label were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a non-conformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).